Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving of bupivacaine 36 mg/ml at 13.19 mg/day and 1 dilaudid 18 mg/ml at 6.6 mg/day via an implantable pump. The indication for use was spinal pain. It was reported that during the patient's refills pump volume discrepancies were noted and there was difficulty completely filling the pump. According to the healthcare provider they were only able to fill the pump with 36 ml in november 2016 and 33 ml in (B)(6) 2017. They were occasionally able to force in 40 ml with a "little syringe". During the refill occurring the date of the report, the patient's pump had a volume discrepancy in which the expected residual volume was 3.8 ml, but the actual residual volume was 11 ml. Other discrepancies were noted in the past. The reservoir volume injected at the patient's previous refill was 33 ml. No symptoms were reported. According to the hcp, they have had problems for a long time. No further complications were reported. On 2017-06-02 additional information received reported that the company representative gave the recommendations regarding removing any air and all air in the pump and they are going to try that at the patient¿s next refill in the fall. Per the reporter they were going to let the company representative know if that corrects the problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2017. A refill issue was reported. It was indicated that they could aspirate but were unable to fill. It was detailed that the pump was ¿very slow to empty¿ when aspirating and then when trying to put medication in it wasn¿t allowing them to push any medication in. It was stated that they were confident there was no air in the system as they had kept the clamp on the tubing when not aspirating. It was noted that the expected residual volume (erv) was 3.6 and the actual residual volume (arv) was 5.5 and stated that it was not of much concern to them. It was also noted that at another previous refill the volumes were off by more with an erv of 3 and arv of 11 and that at the last refill they were only able to get 34 ml into the pump. It was indicated that the issues with refilling had been ongoing since before the previous contact . No symptoms or complications were reported. At the time of the report, the pump was being used to deliver hydromorphone [18 mg/ml] at a dose of 6.6 mg/day and bupivacaine [36 mg/ml] at a dose of 13.2 mg/day.